Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 31-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (20 mg/ml at 6.008 mg/day) and fentanyl (300 mcg/ml at 90.12 mcg/day) via an implanted infusion pump. It was reported the patient had an unsuccessful dye study as they were unable to aspirate the catheter. The hcp was unaware of any external factors that the patient may have experienced. The patient was planned to have the pump replaced and catheter revised but has not been scheduled yet. It was noted the issue was not resolved at this time.